Event description:
Event description guidant received information that this right ventricular leas (40170 has sustained a fracture and was exhibiting loss of capture. Therefore, the lead was removed from service and a new lead (4087) was implanted. It was reported that the patient coded two times during this replacement procedure. Three days later, the patient coded again and was brought to the catherization laboratory for evaluation of a potenital thrombosed stent. The patient was transferred to the operating room for coronary artery bypass graft (CABG) surgery, at which time a cardiac perforation from the current ventricular lead (4087) was revealed. Therefore, this lead was explanted and a new epicardial lead (4047) was implanted however, the patient did not survive the surgery.